Event description:
Customer reported a patient death. Customer alleges monitor did not alarm for asystole. Paitent reportedly had a 5 lead ECG and the greeb lead had disconnected. There was an alarm indicating that the lead was disconnected. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.